Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was loose and would dislodge from the pump. Customer's blood glucose was less than 200 mg/dl. Reportedly the customer was still able to use the same cartridge.